Event description:
The customer reported via phone call being hospitalized due to increasing/decreasing blood glucose and that the insulin pump alarmed no delivery excessively. Her blood glucose was 39 mg/dl at the time of alarm. She did not know the cause of low blood glucose, treating with food and milk. She stated that the device dispensed too much insulin. She reported that the past alarm was resolved by a complete set change. She was hospitalized on (B)(6) 2015 due to high blood glucose and complained of shortness of breath, bronchitis and chronic obstructive pulmonary disease. She estimated that her blood glucose reached as high as the 200 mg/dl range during admission. She had low blood glucose on (B)(6) 2015, stating she did not know why she had low blood glucose but noted that she had a stomach virus. Her blood glucose dropped from 82 to 55 mg/dl in 5 minutes. She was discharged on (B)(6) 2015 and hospitalized on (B)(6) 2015 for pneumonia. She was advised to consult a doctor regarding fluctuating blood glucose.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.